Event description:
It was reported that the user believed the ilet was delivering excessive insulin for breakfast and had been announcing meals as smaller than consumed to counteract, and an agent advised that this behavior could lead to maladaptation and recommended considering a factory reset or additional training. No reported symptoms. Outcomes included user education and counseling regarding proper meal announcements and the option for a factory reset. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no device alarms and focused on user interaction with meal announcements as the contributing factor, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user training and correct meal entry should address the issue.